Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) exhibited an elective replacement indicator (eri) battery status after twelve months of implant. When a capacitor reformation was performed an error code was noted that indicated the ICD was unable to charge within the maximum time allowed. The ICD was removed.